Event description:
Admitted to hospital 2006, status post amputation of gangrenous toe on (r) foot and resultant cellulitis of (r) foot. He was scheduled for I & d of foot six days later, and a redo of fempop bypass with trans metarsal amputation which was completed. Four days later, patient had diarrhea and was checked for c. Diff and begun on 500 mg of flagyl po every 8 hr and he was transferred to close op unit which is explained as a step down unit. He was scheduled for rka amputation to occur three days later. Patient npo the next day. One day prior, his surg was cancelled due to bradycardic problems and patient was transferred to ICU. The following day, patient underwent dialysis. The next day, he was transferred to a telemetry unit. At 1330 hrs, surgeon wrote order that fms may be inserted to help control diarrhea. At 1400 hrs, staff nurse inserted fms per instructions and nurse applied a barrier cream (brand not known) to red, irritated buttocks. In 2006, patient underwent (r) bka. Two days later, dr., was called to ICU at 4pm to evaluate patient's complaint of lower abdominal pain. The fms tube was discontinued at 1720 and patient passed "large amount of blood clots via rectum." A bleeding scan was positive and a flexible sigmoidoscopy was done. Per report a lot of blood seen in rectal vault, no blood seen at 20 cm, at 5 cm site of bleeding was an ulcer in mucosa. The physician administered epinephrin 4cc 1:1000 and 1 cc aliquots and bleeding stopped and report indicates patient tolerated procedure well. Labs indicated hg of 8.3 and he was given one unit of blood. Other labs at time showed ck 9 and troponin less than 0. He was transported back to ICU and at 12 mn was bradycardic and went into pea. Heart rate in 40s, bp less than 40 and dopamine was administered. He was hemodynamically unstable but no further rectal bleedind and a cardiologist was called. Levophed was administered. At 0250 am the next day, his ck was 50, troponin 3.5. At 0948 ck was 164 troponine greater than 40. Patient expired at 1651 the same day.